Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer's expected fasting blood glucose test result range is 120 to 130 mg/dl. A blood test was performed by the customer fasting and produced test result of 369 mg/dl, however the customer reported symptoms of hypoglycemia at that time. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 287 mg/dl and 293 mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 09/16/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous fasting test results (date / time not set): (B)(6). Adverse event not reported.